Event description:
A physician reported that tip ultrasound was not present in sculpture during cataract surgery with intraocular lens implant. The surgery was completed after replacing the nozzle twice, following which the ultrasound was able to work again. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).